Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the configuration of the medications on the orders. A technical service engineer found the explicit time was entered for the medication on the order number. Remoted to the station to check sync. Datasync is good. The system functioned as intended after the technical service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that had a communication issue where patient orders were not shown in pyxis. A customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.